Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: d4, g3, g6, h2, h3, h6, h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: serum titanium 0.06 (normal <0.08), this confirms the metal ion levels to be within normal limits. No test results provided for allergies. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Event description:
It was reported that a patient had an initial left hip arthroplasty. After two revisions (liner and stem), the patient reports that he is seeking revision of the acetabular shell due to a systemic reaction to his metal implants.

Manufacturer narrative:
(B)(4). D10: unknown stem unknown g2: foreign: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.